Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (90% stenosis degree) in a mildly tortuous part of the proximal lad. An orsiro mission 2.25/13 was placed first. Subsequently, an attempt was made to implant the complaint orsiro mission, but it got caught just before the d1 bifurcation, causing the tip to curl (deformation). An orsiro mission 2.25/18 was then placed, completing d1. The remaining branch was treated with a device from another company, completing the procedure.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (90% stenosis degree) in a mildly tortuous part of the proximal lad. An orsiro mission 2.25/13 was placed first. Subsequently, an attempt was made to implant the complaint orsiro mission, but it got caught just before the d1 bifurcation, causing the tip to curl (deformation). An orsiro mission 2.25/18 was then placed, completing d1. The remaining branch was treated with a device from another company, completing the procedure.